Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was returned for evaluation. The reported complaint was not confirmed. The delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times: 1st test: 5 minutes 54 seconds or 102% of expected accuracy. 2nd test: 5 minutes 53 seconds or 102% of expected accuracy. 3rd test: 5 minutes 52 seconds or 103% of expected accuracy. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: they believe it infused an antibiotic too fast. The nurse said there was no injury, the drug was an antibiotic programmed as a secondary infusion on the pump.